Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage noted on the lead was consistent with that occurred at the time of explant.

Event description:
It was reported that during a follow-up loss of capture was observed. Fluoroscopy revealed lead dislodgment. The patient reported a fall between follow-ups. The lv lead was explanted and replaced without complications. The patient condition before and after the procedure was stable.